Event description:
It was reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. During the procedure, while the dilator/sheath was being advanced over the mechanical guidewire, it eventually got stuck. The dilator and guidewire were removed together from the patient where it was also noted that the coating on the wire was detaching. It has further been mentioned that the coating was only peeled back and not fully detached, this occurred around 40-50cm from the distal end of the wire. The physician was then able to remove the wire with force once it was outside the body, and since the sheath was undamaged, it was flushed and used to complete the procedure successfully thereafter. No patient complications reported. The product is expected to return for analysis.

Manufacturer narrative:
**UDI related data quality updates only.** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. During the procedure, while the dilator/sheath was being advanced over the mechanical guidewire, it eventually got stuck. The dilator and guidewire were removed together from the patient where it was also noted that the coating on the wire was detaching. It has further been mentioned that the coating was only peeled back and not fully detached, this occurred around 40-50cm from the distal end of the wire. The physician was then able to remove the wire with force once it was outside the body, and since the sheath was undamaged, it was flushed and used to complete the procedure successfully thereafter. No patient complications reported. The product is expected to return for analysis.

Manufacturer narrative:
The mechanical guidewire was returned and analyzed. Thus, this supplemental MDR is being filed to report investigation results. The mechanical guidewire returned in one piece. The visual inspection confirmed that the coil did not unfurl, and kinks were present at the floppy distal end of the wire. Further, the device passed the wire other diameter measurement test. From the vxh imaging test, it was noted that the device exhibited overlapping/misaligned coil; it showed kinking at distal end, have localized coating wear, and the wire also exhibited a stretched coil (indicative of increased contact and friction developed against the dilator lumen). Thus, the reported allegations under the mechanical guidewire (mgw) were confirmed, but the ones for versacross dilator were not (as the device did not return). This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. During the procedure, while the dilator/sheath was being advanced over the mechanical guidewire, it eventually got stuck. The dilator and guidewire were removed together from the patient where it was also noted that the coating on the wire was detaching. It has further been mentioned that the coating was only peeled back and not fully detached, this occurred around 40-50cm from the distal end of the wire. The physician was then able to remove the wire with force once it was outside the body, and since the sheath was undamaged, it was flushed and used to complete the procedure successfully thereafter. No patient complications reported. The product is expected to return for analysis.